Event description:
A patient was in surgery for a laparoscopic vaginal hysterectomy with bilateral salpingo-oophorectomy (bso). Hand piece had only intermittent cautery. The surgery was completed and patient to the post-anesthesia care unit (pacu) with no complications. The operating room submitted this handpiece to risk management for reporting potential. Charting does not show if the handpiece was traded out or if the surgery was completed with this same handpiece.